Manufacturer narrative:
The following devices were also listed in this report: delta un.fem hd 44mm r44 16/18; cat# 6519-1-044; lot# 14915359, uni adaptor sleeve v40 ti; cat# 6519-t-025; lot# 15725351, tridentii tritanium cluster56f; cat# 702-04-56f; lot# 11461251a, high insignia collared hip stem; cat# 7000-6606; lot# 11983751. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The following was reported "revised a left hip due to infection. All implants revised."